Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("pain shooting into legs"), migraine ("migraines") and nausea ("nausea"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy (bilateral)). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, back pain, pain in extremity, migraine and nausea outcome was unknown. The reporter considered back pain, genital haemorrhage, migraine, nausea, pain in extremity and pelvic pain to be related to essure. The reporter commented: insertion date: (B)(6) 2014 (discrepancy noted, as per medical records). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: case category updated to serious incident. Essure removal date and surgery added to event pelvic pain. Reporter information, product indication added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("pain shooting into legs"), migraine ("migraines") and nausea ("nausea"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy (bilateral)). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, back pain, pain in extremity, migraine and nausea outcome was unknown. The reporter considered back pain, genital haemorrhage, migraine, nausea, pain in extremity and pelvic pain to be related to essure. The reporter commented: insertion date- (B)(6) 2014 (discrepancy noted, as per medical records). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.